Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was getting a button error alarm on the insulin pump. Customer stated that the esc button was not working. Customer's blood glucose is 135 mg/dl. Customer stated that the alarm occurred right after the pump was exposed to moisture. Customer had the pump in a sports bra and it was very hot. Customer was also perspiring. Customer was advised that the pump will need to be replaced. Customer was also advised to revert to a back-up plan.